Manufacturer narrative:
The suspect device has been returned to olympus for evaluation, the service center noted the unit had a non-olympus cable installed. The defective parts were replaced. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus the hd camera head was not working properly prior to an unspecified procedure. Upon inspection and testing of the customer returned device, it was observed having no image displayed due to faulty cable unit. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the faulty cable unit could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 27-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.